Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: (B)(4), serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had deep and red discoloration as well as shooting pains down in the legs. It was also reported that the patient's midline incision was opened up and draining. The patient's incision was cleaned and a dressing applied. Antibiotics were prescribed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein everything was removed. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had deep and red discoloration as well as shooting pains down in the legs. It was also reported that the patient's midline incision was opened up and draining. The patient's incision was cleaned and a dressing applied. Antibiotics were prescribed. The patient will undergo an explant procedure.